Manufacturer narrative:
Insulin pump was received with detached end cap, minor scratched display window, cracked reservoir tube lip, and missing end cap sticker. Insulin pump passed the idle current test and run current test. Unable to perform self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to detached end cap. (B)(4).

Event description:
The customer reported via phone call that the insulin pump broke and the end popped out. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.